Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 65mm diameter abdominal aortic aneurysm. It was reported that a CT scan carried out approximately three years later showed a 1cm gap from the top of the graft to the lowest renal artery but there did not appear to any type ia endoleak. An intervention procedure was carried out and an 28x28x49 endurant cuff was placed to extend proximally to the level of the lowest renal artery. The cuff was ballooned and an aortogram showed no endoleak. The event was reported to be resolved. The cause of the migration is currently unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician confirmed there was no migration and the gap was most likely due to the graft being placed low originally. The physician also confirmed the type ii endoleak was from the ima. It was not device or procedure related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.